Event description:
Decreased impedances and high capture thresholds. Inspection post-explant revealed a 1mm hole extending through the exterior of can on right superolateral aspect, a 1.5 cm scratch, and a slight indentation.